Event description:
It was reported that the customer was hospitalized with low blood sugars. Troubleshooting revealed that the total amount of insulin delivered daily was much more than the customer required. Recommended contacting his physician regarding basal adjustments.